Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for generator system implant. During implant, the left ventricular (lv) lead was unable to be positioned properly. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
H10: additional narrative data was incorrect in the initial report and has been corrected. The results/method and conclusion codes along with investigation results will be provided in the final report.